Event description:
Healthcare professional reported left deflation and exchange due to concern with the product. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening in valve bond edge side assessed as unidentified (tear) opening. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. "Additional" observations: observed creases on the device. Black mold like observed outer the device.

Event description:
Healthcare professional reported left deflation and exchange due to concern with the product. The device has been explanted.